Event description:
The facility reports the carer was putting a sling around the back of the pt while the pt was in the chair when the chair clips detached and the pt fell out. The pt suffered a hematoma to the left forehead, a small abrasion to the left shoulder, and a small skin tear and bruising to the left forearm.